Event description:
Study event. Device malfunction: inaccurate stent delivery. Time of malfunction: during the procedure. Time of symptoms/ae: 19 days after the procedure. Symptoms/ae: death. It was reported that during a left internal carotid artery stent procedure, the stent was inaccurately delivered that the heavily calcified target lesion. A dissection was noted during the procedure. A second embolic protection device was placed, and a second stent was successfully placed proximal to the first stent to cover the lesion and the dissection. Difficulty was encountered during removal of the embolic protection device with the recovery catheter. The low profile flexible tip recovery catheter was successful in retrieval of the filter basket. The patient reportedly tolerated the procedure well. There were no reports of any adverse effects. The patient was discharged to home in 2007. Nineteen days post-hospitalization, on the following month, the patient "passed away in her sleep peacefully." The cause of death is unknown. Though requested, no additional information was available.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The rx accunet embolic protection system, part # 1011649-55, lot# 7031351 is indicated and is being filed under a separate manufacturer report number.